Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery and suspended insulin delivery. The blood glucose reading was over 200 and the most recent blood glucose reading was 210 mg/dl. The customer reported that he experienced changes in the behavior of his device over the last 2 to 3 weeks. He declined troubleshooting for the no delivery alarm, advising that this occurred once and he resolve it. He requested replacement of the insulin pump due to the suspend occurring without any input. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.